Manufacturer narrative:
H.6. Investigation: photos received for investigation, it is possible to observe that the stopper is badly assembled. Furthermore, during the documentary review of the batch 0136429 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. Possible root cause, plunger bowl spiral wear prior to stopper assembly. As actions to avoid the recurrence of the defect of the misassembled stopper, it is visualized that improvements were made to the piston transfer disc prior to assembly since it was detected as a potential failure mode, however the batch reported in the claim was manufactured after the correction actions on the disc, therefore a new failure mode was detected, carrying out the activities of: revision and change of pneumatic cylinder actuation valves who are in charge of the plug-plunger assembly, and inclusion of this revision in the semi-annual maintenance plan to reduce the number of parts defective. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll syringe only mx bun was defective. The following information was provided by the initial reporter: syringe with defective rubber piston (cork).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll syringe only mx bun was defective. The following information was provided by the initial reporter: syringe with defective rubber piston (cork).